Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('came out of place and punctured their bowel'), stillbirth ('stillborn babies') and premature baby ('babies born very early') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced gastrointestinal injury (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant) and premature baby (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device ("people still get pregnant on them"). At the time of the report, the gastrointestinal injury, stillbirth, premature baby and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered gastrointestinal injury, pregnancy with contraceptive device, premature baby and stillbirth to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿intestinal perforation, pregnancy with contraceptive device, stillbirth, device ineffective, premature baby". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality-safety evaluation of ptc. Event pregnancy was updated to nonserious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('came out of place and punctured their bowel'), stillbirth ('stillborn babies'), premature baby ('babies born very early') and pregnancy with contraceptive device ('people still get pregnant on them') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced gastrointestinal injury (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant) and premature baby (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the gastrointestinal injury, stillbirth, premature baby and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered gastrointestinal injury, pregnancy with contraceptive device, premature baby and stillbirth to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿intestinal perforation, pregnancy with contraceptive device, stillbirth, device ineffective, premature baby". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('came out of place and punctured their bowel'), stillbirth ('stillborn babies'), premature baby ('babies born very early') and pregnancy with contraceptive device ('people still get pregnant on them') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced intestinal perforation (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant) and premature baby (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the intestinal perforation, stillbirth, premature baby and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered intestinal perforation, pregnancy with contraceptive device, premature baby and stillbirth to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿intestinal perforation, pregnancy with contraceptive device, stillbirth, device ineffective, premature baby". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.